Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic anterior resection procedure, a new device was opened and installed properly for the case. A self-test was done and was ready to use. The teflon pad was peeled off after around one hour usage. The surgeon decided to open another one to continue the procedure. There were no adverse consequences for the patient.